Event description:
Information received indicates the knee function moved unintentionally.

Manufacturer narrative:
The facility's maintenance found lint around the CPR switch allowing the switch to stick. Maintenance cleaned the switch to repair the bed.